Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was performed and a 24mm watchman flx laa closure device was implanted. Approximately one year and three months post-implant procedure at the routine follow-up appointment, a thrombus was identified on the face of the closure device via transesophageal echocardiogram. The patient was restarted on eliquis and is scheduled to return six weeks later for transesophageal echocardiogram follow up.